Event description:
It was reported in june or (B)(6) 2014 the healthcare provider (hcp) removed the patient¿s interstim device {refer to manufacturer report # 3004209178-2014-24715} and accidentally cut the catheter on the pump. Further information was not provided. It was unknown what drug the pump was being used to deliver, if the patient experienced symptoms, the location of the catheter cut, the date of the event, if catheter segments were left not in use in the intrathecal space, and if additional actions were taken as a result of the event. The patient outcome was also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was used to infuse compounded fentanyl and bupivacaine. The healthcare professional had no additional information regarding the event as the reported event involved a different surgeon.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).